Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube and a dented case.

Event description:
It was reported the customer received a button error alarm. It was also found the buttons on the insulin pump were unresponsive. The customer's blood glucose was 245 mg/dl. The customer also reported exposing their insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.